Manufacturer narrative:
Investigation performed at smiths medical international limited in 2007- there were no faults found that would lead ecri to believe that the device malfunctioned or could have lead to an over infusion.

Event description:
On behalf of derbyshire police, ecri have been requested to test the device involved in a patient death (female) a palliative care patient at hospital where a suspected over delivery of oxycodone (a group of drugs called narcotic pain relievers, it is similar to morphine). At 20:55 on the 2007. Events leading up to the incident the device was prepared at 13:30 with 10mls/12 hours, and the device setting was 02mm/12 hours. The device was checked at 16:30 and 19:25 and recorded as functioning ok. At 20:55 the syringe was approx 4 mls from the end of travel.